Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. The product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection reveled that only the needle and one plate attached to the suture were returned, they were completely out of the needle. Sleeve and needle do not show structural anomalies. A small section of the suture was cut. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would contribute to the complained device issue.¿ based on the investigation findings, the potential cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the depth of tissue penetration was not maintained, therefore, the plate did not fully trespass the soft tissue. The root cause for the broken suture can be attributed to an excessive tension of the suture, consequently it broke. As per IFU-109282 at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was a non conformances regarding this lot not linked to this complaint.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from china that during a meniscal repair surgical procedure on (B)(6) 2024 the omnispan meniscal repair 27deg device plate detached from the meniscus after deployment. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.